Event description:
A customer reporter the balanced tip used by the surgeon broken down during the surgery. The procedure details and patient impact was not reported. Additional information received from the company representative indicated there was no error code displayed, the procedure was completed with a replacement pak and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened broken phacoemulsification tip without a wrench in a tray was received. The phacoemulsification tip was visually inspected and deemed nonconforming, the phacoemulsification tip was broken at the aspiration bypass (ab) hole with a very jagged break. The phacoemulsification tip had even wall thickness. There was wear on the threads, back of flange and nut corners that was consistent with threading on a handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The root cause for the broken phacoemulsification tip cannot be determined from this evaluation. The phacoemulsification tip visual inspection does not show any manufacturing issue that would cause the broken phacoemulsification tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).